Manufacturer narrative:
Additional data: h7, h9

Event description:
No additional customer information.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited poor contact of the front panel and a failure in cr board, resulting in the volume reset switch and the supply pressure sensor not working properly. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.